Event description:
It was reported that the sheath ruptured. A 190cm filterwire was selected for use in the right internal carotid artery. During the procedure, the device could not be deployed after it reached the position. The device was removed and it was found that the sheath had ruptured. The physician noted the sheath has a crack. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that the sheath ruptured. A 190cm filterwire was selected for use in the right internal carotid artery. During the procedure, the device could not be deployed after it reached the position. The device was removed and it was found that the sheath had ruptured. The physician noted the sheath has a crack. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The wire returned inside the delivery sheath and the filter bag came back undeployed. It is possible to observe the spring tip is bent. Also the wire was kinked and exposed through the sheath slit. Sheathing/unsheathing test cannot be performed since the wire was exposed through the sheath slit. Under microscope, it was observed that the spring tip is bent. No other issues were identified during the product analysis.

Event description:
It was reported that the sheath ruptured. A 190cm filterwire was selected for use in the right internal carotid artery. During the procedure, the device could not be deployed after it reached the position. The device was removed and it was found that the sheath had ruptured. The physician noted the sheath has a crack. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.